Event description:
Reporter indicated that vns patient has experienced significant weight loss within one year of being implanted with the vns system. The patient reportedly weighed 305 pounds prior to vns implant and now weighs 189 pounds. The patient is reportedly on anti-epileptic medications that may be contributing to the weight loss, but they continue to lose weight rapidly even after being tapered off of the medications that are most suspect. Treating neurologist indicated that the cause of the weight loss has not yet been determined. It is not known whether the weight loss is due to medications, the vns therapy or a combination of the two. The patient reportedly has excellent seizure control with the vns. Neurologist is considering temporarily programming the device to off to see if the weight loss continues in the absence of the vns therapy. Additionally, the patient is scheduled for a full medical work-up including egd to see if there is an underlying illness contributing to the weight loss.